Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the thermistor wire of the device was meandered.

Event description:
It was reported that the thermistor wire of the device was meandered.

Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as cause unknown. The visual evaluation noted that the catheter/ temperature wire was twisted (snaking). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Visually inspect the product for any imperfections or surface deterioration prior to use."